Event description:
It was reported that the lead integrity alert triggered due to high impedance on the superior vena cava coil. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.